Event description:
It was reported that the device will intermittently not power on when pressing the on button. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. The power supply assembly was replaced. And then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an electrically leaky filter, designator fl4.